Event description:
(B)(6). It was reported that following a coronary artery stenting treatment procedure, the patient had stable angina. In (B)(6) 2008, the patient was diagnosed with stable angina (ccs class: 2) and cardiac catheterization was recommended. The target lesion was located in the 1st diagonal branch (dx1) with 75% stenosis and was 10 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilation and placement of a 2.25 x 12 mm taxus perseus stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented for stable angina and was hospitalized on the same day. At the time of reporting, the event was considered ongoing or unresolved. In the opinion of the physician, the event is unrelated to the study device. No additional information is available at this time.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).